Event description:
The account stated the wbc lyse ran out on the cell-dyn 3200 analyzer but the alarm did not go off. The account stated the operator was running a patient specimen on the cell-dyn 3200 and obtained questionable results (wbc = 2.74 k/ul). The account repeated the specimen 2 additional times, again with questionable results. After the repeating the specimen for a third time, the cell-dyn 3200 alarmed the wbc lyse was empty. The account replaced the wbc lyse and repeated the specimen with acceptable results (wbc = 6.68 k/ul). Service reseated the data station cable and performed preventative maintenance on the cell-dyn 3200 analyzer. No questionable results were reported outside of the laboratory. No impact to patient management was reported. Patient data: before alarm:wbc = 2.74 k/ul, rbc = 5.61 m/ul, hgb = 17.7 g/dl, hct = 56.2 %, plt = 76 k/ul. After lyse replaced:wbc = 6.68 k/ul, rbc = 3.77 m/ul, hgb = 12.1 g/dl, hct = 37.2 %, plt = 163 k/ul.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was conducted which included a review of the complaint text, a review of complaint history for the cell-dyn 3200, serial number (B)(4) and a review of labeling. A field service representative performed a preventive maintenance inspection on the cell-dyn 3200 analyzer. The system was verified and found no problem with the lyse tubing or sensing. Consultation with technical service in regards to this complaint issue found the pattern of how each of the parameters were affected in the first result does not match what would be expected from a run with compromised supply of wbc lyse reagent. The pattern suggests the patient sample was not mixed properly as the rbc and hgb were increased, wbc and plt were decreased. The probable cause for this complaint issue is improper mixing of the specimen or sample integrity issue which results in an improper mixing. A review of the complaint history for the cell-dyn 3200 (serial number (B)(4)) was performed from (B)(6) 2009 (the complaint date) until present and found a complaint related to a discrepant result generated after a false dil/sheath empty fault. A service call was initiated; however, the customer then declined the service call once they discovered the discrepant result was due to a sample integrity issue. The cell-dyn 3200 system operator's manual, list number 06h60-01, revision n, section 5, operating instruction, page 5-86, states, "proper mixing of specimens prior to sample aspiration is essential for obtaining accurate results on the cell-dyn 3200 system." And "specimens to be run in the closed mode (cs model) or open mode must be well mixed on mechanical mixer or hand mixed by inversion per your laboratory's protocol. Immediately prior to sample aspiration, mix again by inverting the tube a minimum of 10 times." A review of the complaint trending systems did not identify any adverse trends. Based on the investigation, no product issue was identified for the cell-dyn 3200, list number 04h59-01, for the reported issue. There is no systematic issue with the cell-dyn 3200 product line. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.